Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) after breakfast, remaining high at ~304 mg/dl for 4.5 hours. The user stated of not having gastro diabetes and admitted to turning off the pump at night and treating lows at 100 mg/dl, which contributed to poor outcomes. The agent explained how these practices interfered with the ilet and recommended a factory reset, which the user deferred until completing a scheduled training class. The user's highest blood glucose (bg) recorded was 304 mg/dl. Bg was corrected through the ilet correction algorithm. No symptoms were reported during the event. No medical intervention or patient injury reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.